Event description:
It was reported that the device optic lock broke, upon inspection, the cable was found with a cut and leak was observed. The was no patient impact, no ham reported due to the event.

Manufacturer narrative:
Device evaluation has confirmed the reported issue of " coupler is broken" and leakage was observed due to faulty, deteriorated cable. A device history record review was completed, and no issues were identified. The product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints for this device.